Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not conclusively be established through this evaluation. The account communicated that the patient was admitted on (B)(6) 2017 due to increased shortness of breath (sob). The patient also suffered from intermittent low-grade fevers. A chest x-ray was performed and revealed rll patchy infiltrate. The patient was afebrile and hemodynamically stable with normal white blood cell count. Blood cultures were obtained, and the patient was started on lasix and levaquin. The patient required increasing oxygen during admission and the patient was placed on an optiflow and consults were completed by infectious disease and pulmonary. The IV levaquin was changed to azteronam, azithromycin, and clindamycin for broad-spectrum. The etiology of acute lung injury was uncertain, but it was thought to be secondary to pneumonia vs. Aspiration pneumonitis vs. Asymmetric pulmonary edema. Antibiotics were stopped on 20oct2017 and the patient's oxygen saturation was in the low 90s while on 6 liters of oxygen. Repeated chest x-ray and arterial blood gases (agbs) were stable. On (B)(6) 2017, pulmonary recommended starting prednisone daily at 40 mg with a taper of 9 doses at discharge. On (B)(6) 2017 , the patient underwent a right heart catheterization via the right internal jugular vein and the account reported it was difficult to obtain access. A neck ultrasound was completed on (B)(6) 2017 and revealed a subocclusive deep vein thrombosis/venous thromboembolism within the right internal jugular. The patient was already on coumadin and aspirin and no medication changes were made. On (B)(6) 2017 , the patient reported dizziness and was treated with intravenous fluids and lasix was held. According to the account, the event resolved and the patient was discharged on (B)(6) 2017 to a rehab facility. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU list thromboembolism as an adverse event that may be associated with the use of the device. This document also lists thromboembolism as a potential late postimplant complication. The heartmate 3 lvas IFU, document is currently available. Section 1 of this document lists thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017. The patient underwent a right heart catherization on (B)(6) 2017 via right internal jugular vein and it was difficult to obtain access. A neck ultrasound was completed on (B)(6) 2017 with discovery of a subocclusive deep vein thrombosis/venous thromboembolism within the right internal jugular. The patient was already on coumadin and aspirin and therefore no medication changes were made. The patient was discharged on (B)(6) 2017 to a rehab facility. No further information was provided.